Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 09-jan-2017 through (B)(4) 2018. There were no other similar complaints identified during the searched period. The aia-360 training manual under tab 6, maintenance, states the following: six-month maintenance. Perform a decontamination of the diluent and wash lines to ensure consistency of results. It is recommended to decontaminate the diluent and wash lines and clean the diluent and wash solution bottles on the same day. This procedure takes about an hour to perform. The tosoh aia-360 maintenance schedule indicates that six-month maintenance includes decontamination the diluent and wash tubing lines and replacing the filters for the diluent and wash bottles. The aia-360 operator's manual under chapter 10, six-month cycle maintenance procedures, states the following: diluent and wash lines. It is effective to clean the diluent and wash lines at the same time to clean the diluent and wash solution bottles. Note that it takes an hour. Replacing filters for diluent and wash solution bottles. Make a point of replacing the in-line diluent and wash solution bottle filters on a regular basis. Do this by removing the tubes from the diluent and wash solution bottles, detaching the filters from the tube ends and replacing them with new ones. The most probable cause of the reported event was due to the aia-360 instrument requiring decontamination.

Event description:
On (B)(4) 2018, tosoh became aware that during a second proficiency testing performance with survey samples, the customer failed the estradiol (e2) and progesterone (prog) analytes on the aia-900 instrument. The customer provided api survey samples results as follow: (B)(6). The customer reported that bio-rad quality controls on both analytes were within acceptable ranges. On 14-feb-2018, tosoh technical support advised the customer to perform decontamination on the aia-900 instrument. On (B)(6) 2018, the customer performed decontamination (decon) and provided repeated api survey samples data: (B)(6). The customer confirmed that api survey samples were frozen and after decontamination of the aia-360 instrument the repeated results were within acceptable range. Quality controls were also within acceptable range. It was confirmed that the customer had never done a decontamination procedure on the aia-360, as recommended by tosoh. The customer will begin decontaminating the aia-360 instrument every six (6) months.

Event description:
Analyzer involved in this event is an aia-360 immunoassay analyzer.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The most probable cause of this event was contamination of the analyzer.